Event description:
The customer reported getting an error 11000. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer reported getting an error 11000. The device was evaluated at the philips bench. The symptom was clarified as the device getting an error 1000. The issue was resolved by replacing the control pca.